Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states h3 other text : shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. It was alleged that the infusion device unintentionally delivered large quantities of insulin that were not programmed by the customer. No adverse event was reported.